Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded repetitive smartpass deactivations. Technical services (ts) reviewed the device data and discussed the smartpass was deactivated due to low r-wave amplitude and bradycardia during the night. In addition, there is also noise present causing oversensing and inappropriate shock was provided. In-office troubleshooting was recommended. It was mentioned that the patient has low mobility and needs daily palliative care, thus the patient has to be carried and moved to shower and change their clothes. The situation was simulated and there was a lot of noise observed every time the patient is moved. The device was kept programmed to the secondary sensing vector. The s-ICD system remains in service. No additional adverse patient effects were reported.